Manufacturer narrative:
Follow-up #1 date of submission 10/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, a visual inspection of the pump showed that there was no damage to the keypad cover. Evidence of corrosion was observed in the battery compartment. The pump failed a leak test due to a battery compartment crack. During testing, all the keypad buttons were responsive. The pump cover was opened and moisture corrosion was found on the transceiver board and on the display board near the keypad connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under-responsive. It was also reported that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.